Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 52.96 pg/ml with a data flag and was reported outside of the laboratory. The result on (B)(6) 2018 from another sample was 6.13 pg/ml. The original sample was repeated and the result was 4.55 pg/ml and 5.39 pg/ml. There was no allegation of an adverse event. The reagent lot number was 245194. The expiration date was requested but was not provided. Liquid flow cleaning was performed and repeatability testing was acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.